Event description:
The customer called to report a sensor error alarm. During the call, the customer was asked to check her blood glucose levels, but she stated nothing came up. The customer then became unresponsive, and she could be heard moaning and crying over the phone. The paramedics were called for assistance and they arrive within ten minutes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of knowledge. Please also see MFR report 3004209178-2010-83627.